Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip, however it was noted during visual inspection the reservoir tube lip had superglue.

Event description:
Customer reported via phone call, for several months the place where she screws the reservoir, the threads fall off so she superglue it. The threads had indentions and cracks on it and was afraid the piece would fall off and chip off. Customer's blood glucose was unknown. Customer believes the damage occurred from changing out the reservoir as it takes a lot of stress and it was leading to the cracking. Customer was advised to discontinue use of the device, revert to back up plan, and discontinue use of the device. The device is not returning for analysis.